Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy following a recent trauma. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken, wherein the second lead was pulled out. The bilateral leads were explanted and replaced during the procedure.